Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).

Event description:
A nurse reported that a message displayed on the screen and unit powered down during a vitrectomy procedure. They used an alternate light source to complete the case. There was no delay and no pt harm.